Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient went to the clinic and no issue was found with the implantable pulse generator (ipg). The telemetry issue was resolved by replacing the remote monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was unable able to establish telemetry with the implantable pulse generator (ipg) during a manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to device clinic to help rule out any potential implanted device concerns. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.